Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock, shortness of breath, respiratory distress and fifty-eight (58) percent peripheral oxygen saturation (spo2), was implanted with an impella cp device for mechanical circulatory support. It was reported that overnight, the patient pulled the impella cp across the aortic valve. The device was successfully repositioned, but later experienced lost peripheral pulses. The affected leg showed signs of severe ischemia. The decision was made to bring the patient to the operating room (or) for right axillary impella 5.5 placement, removal of the impella cp and repair of the right femoral artery. A cut down of the right axillary artery was performed and a graft was anastomosed to the artery. After numerous attempts, the impella 5.5 was unable to pass through due to the patient¿s small and highly calcified innominate artery. As the patient had a pacemaker on the left side, the impella was placed through the right axillary artery. During repair of the right femoral artery and closing of the right axillary site, the patient lost approximately 900-1000ml of blood. A blood transfusion was performed, and volume placement was initiated. It was reported that the patient experienced episodes of supraventricular tachycardia (svt) and was in and out of atrial flutter. The impella flows and left ventricular pressures were labile during this period. After closing the access site, the patient was transferred. An angiograph in the cardiac catheterization laboratory observed critical left main and right coronary artery blockages. It was determined that the patient¿s condition would not tolerate an intervention. The family decided to move to comfort measures and the impella cp was turned off and the patient expired shortly after. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.